Event description:
The customer reports a misread patient sample barcode label generated by the handheld barcode reader of a cell-dyn sapphire analyzer. The handheld scanner is used when labels are not read by the analyzer's internal barcode reader. The scanner read the label as (B)(4). The actual label read (B)(4). The customer rescanned the label a number of times after the initial error occurred but could not reproduce the issue. The current hand held scanner was replaced about one year ago. There is no reported impact to patient management nor any reports that incorrect results were reported from the lab.

Manufacturer narrative:
The evaluation was based on data and information made available by the customer and discussed with technical service specialists. Possible causes for the bar code label misreads by the cell-dyn sapphire hand held bar code reader are: 1.the bar code labels are out of specification as stated in the operations manual; 2.the type and quality of the paper used for the labels, e.g., shiny or glossy paper; 3.dirty bar code reader window; and, 4.incorrect angle between the bar code reader window and the bar code label. The issue was isolated to a single specific bar code label and attempts to reproduce the issue were repeatedly unsuccessful. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn sapphire operators manual and the hand-held bar code users guide both contain information to address the current customer issue. A product deficiency was not identified. (B)(4).